Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires were sticking out of the tip on the 8mm vessel sealer extend. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black cable was broken. No loss of cautery and no signs of thermal damage and no arcing observed. No fragments fell into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage to the cables or conductor wire. The grip tips opened and closed as intended, and the instrument was found to be fully functional. No product issue was identified.